Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during service on the 840 ventilator, the compressor was found inoperable. The ventilator was not in use on a patient at the time the event occurred. A non-medtronic/covidien service provider inspected the device and found the circuit breaker to be open. They closed the circuit breaker but it opened again. They found the capacitor to be faulty. The non-medtronic/covidien service provider replaced the faulty capacitor to resolve the issue.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.